Event description:
The dentist reported that 4 implants were installed in patient's mouth at sites #21, #19, #28 and #30. Implant installed in intraoral region #18 was removed because was causing pain in the patient. Implants installed in intraoral regions #21 and #28 were not osseointegrated and only implant installed in site #30. Two implants are cm titamax implant 3.75x8 (109.607) and one is a cm titamax implant 3.75x7 (109.606 - lot 800068794).